Manufacturer narrative:
E1 address - (B)(6). The device was returned and evaluated. In addition to error e433 finding, the additional evaluation findings are as follows: old low voltage power supple cable found, screw at the housing was missing, and washer under the screw at housing was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer returned the hight frequency unit "esg-400" device based on an unspecified allegation. During the device evaluation, the following reportable malfunction was found: error e433 displayed due to a defective high voltage power supply board. There were no reports of patient harm. This medical device report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Updated: h4, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported e433 issue was determined to be the result of a faulty high voltage power supply (hvps) board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).